Event description:
Boston scientific received information that this right ventricular lead had increased out of range pacing impedances as well as an increase in pacing thresholds. It was also noted that pacing inhibition was seen on the right ventricular channel. An explant procedure took place and it was noted that there was blood in the lumen of this lead. The lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead dried blood/body fluid on the lead body and in the helix housing. No blood was found in the lead lumen. Setscrew marks were found on all the terminal pins with drag marks noted on the is-1 terminal pin. Cuts were found in the lead insulation approximately 21.4 centimeters (cm) from the terminal with some blood also noted in the cut. Due to its location, this damage was most likely induced during the remove of the suture from the suture sleeve. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Detailed analysis of the lead did not find any further contamination of blood/body fluid in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.